Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt mentioned they had a couple of episodes where they felt a shocking sensation for a few seconds at implant site. Pt said they event date was "awhile ago." Pt met with a manufacturer representative in 2022, maybe "march 2022" and rep mentioned they issue may be related to scar tissue. Pt mentioned they had their spinal cord stimulator (scs) for residual foot pain from a back fusion. The patient was redirected to their healthcare provider to further address the issue. Pt needed an hcp and a rep. Pt mentioned they charged their implanted neurostimulator(ins) every couple of days.  Rep reported that they do not recall that this was her complaint. The issue was her needing to recharge her implant in order to have a MRI. She keep telling rep that it was charged but when rep went through the start up process it obviously wasn¿t. It was at this time that she stated that she couldn¿t remember when she had charged it last. Rep her that is she would allowing the charging process to complete she would be able to have her MRI. It was at this point she said she was going to cancel the MRI and that she would go through the charging process. Rep told patient to call back if she did not get the charging results. Rep has not heard from her since that time. To rep's knowledge, cause of shocking was not determined, but rep believe that at the time of her call she did not have her battery charged.

Event description:
Additional information was received from the patient reporting there was no activity that led to the shocking sensation and the cause was not determined. They stated that it happened at least twice on different days, but it hadn¿t happened since. No steps have been taken other than calling in and notifying the manufacturer rep. It was again confirmed that the issues hasn¿t happened again since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.